Event description:
Nurse encountered difficulty with the tilt function on the radiant warmer bed and was unable to adjust tilt.when biomedical engineer examined warmer, a roll of tape was found blocking the movement of the tilt bed. On further examination, the engineer found an "aneurysm" in the hydraulic cylinder hose that controls the tilt. If the hose had failed the bed would become unstable.